Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. No blank display noted. Unable to verify unresponsive buttons due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a critical pump error displayed on the screen and the buttons were unresposnive. Customer reported that the insulin pup could have been exposed to moisture that led to the issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.